Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer lost her transmitter and a replacement order was started. Customer mentioned during the call that she was hospitalized with kidney issues and ended up going into diabetic ketoacidosis when she was in the hospital. Customer felt it was all brought on by her kidney issues. Customer did not want to be transferred to the helpline to talk about the hospitalization.